Manufacturer narrative:
PMA/510(k)#: p100022/s001. This pr captures the intervention conducted on (B)(6) 2016. The ziv6-35-125-7.0-120-ptx stent of lot number c773941 was implanted in the patient and is unavailable for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. From available information, it is known that the patient had pre-existing conditions including; hypertension, renal failure and a history of tobacco use. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with this lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c773941. According to information provided pta was performed against the restenosis and patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: ziv6-35-125-6.0-120-ptx x 2, ziv6-35-125-7.0-120-ptx x 1 were placed in the right sfa. The following events occurred on the above 3 zilver ptx stents; 3001845648-2016-00248, 3001845648-2016-00249 & 3001845648-2016-00250. On (B)(6) 2016: 100% restenosis in the lesion was confirmed. "Rest pain" was observed. On (B)(6) 2016: pta was performed. The patient recovered. MFR #s: 3001845648-2016-00251, 3001845648-2016-00252 & 3001845648-2016-00253. On (B)(6) 2016: 100% restenosis in the lesion was confirmed. "Rest pain" was observed. On (B)(6) 2016: pta was performed. The patient recovered. MFR #s: 3001845648-2016-00254, 3001845648-2016-00255 & 3001845648-2016-00256. On (B)(6) 2016: 100% restenosis in the lesion was confirmed. "Rest pain" was observed. On (B)(6) 2016: pta was performed. The patient recovered. MFR #s: 3001845648-2016-00257, 3001845648-2016-00258 & 3001845648-2016-00259. On (B)(6) 2016: 100% restenosis in the lesion was confirmed. "Rest pain" was observed. On (B)(6) 2016: pta and additional stent placement (cordis's smart stent (7-60)) were performed. The patient recovered. A separate report has been submitted for each suspect device and event date. Report reference numbers included in above description.